Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer's blood glucose value was 8 mmol/l. Customer was exposed to magnetic fields. The device will not be returned for analysis.